Event description:
During preparation, an intellanav stablepoint catheter was selected for use. It was reported that when flushing was performed upon priming of the ablation catheter, the flow rate from the catheter tip was insufficient, and since a blockage was felt, the catheter was replaced. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted no visual defects. Functional tests were performed and the steering knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. During the leakage test, the device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen's pressure decay was measured three times. The unit passed the test without problems. During the flow test, the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flowed freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Analysis of returned product revealed that the unit showed no evidence or defects that could have contributed to the "difficult to irrigate" event; consequently, not confirming the reported complaint.

Event description:
During preparation, an intellanav stablepoint catheter was selected for use. It was reported that when flushing was performed upon priming of the ablation catheter, the flow rate from the catheter tip was insufficient, and since a blockage was felt, the catheter was replaced. The procedure was completed successfully. No patient complications were reported.